Event description:
Event description boston scientific rec'd info that this device was part of a legal action, and the pt passed away 16 months following implant. Boston scientific has no specific info as to whether the device was involved in the pt's death. This device was subject to an advisory, pdm hermetic sealing advisory - second population (01/21/2006).

Manufacturer narrative:
Event conclusion as of this report, the device has not been returned for analysis. There is no add'l info related to this event. Boston scientific will continue to investigate the complaint, and if add'l info becomes available, the event will be reopened. On january 21, 2005, guidant (now boston scientific) issued a physician communication regarding gradual degradation that may occur in a hermetic sealing component, which may result in premature battery depletion, inappropriate accelerometer function, or a reset message. This may affect certain devices manufactured before december 6, 2000. This device was manufactured before december 6, 2000, and is included in this population. Boston scientific does not have sufficient info to determine that this device behaved in the manner described in the advisory.